Manufacturer narrative:
Please note that this age is the average age of the patients reported in the article, as the actual age of patients involved was not provided. Please note that this is the gender of the majority of patients reported in the article as the actual genders of patients involved was not provided. Please note that this date is based off the date of publication of the article as the actual event date was not provided. Concomitant medical products: product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Lezcano, e., gomez-esteban, j.c., tijero, b., bilbao, g., lambarri, I., rodriguez, o., villoria, r., dolado, a., berganzo, k., molano, a., ruiz de gopegui, e., pomposo, I., gabilondo, I., zarranz, j.j. Long-term impact on quality of life of subthalamic nucleus stimulation in parkinson's disease. Journal of neurology. 2016. Doi:10.1007/s00415-016-8077-4. Summary: long-term impact of bilateral subthalamic nucleus deep brain stimulation (stn-dbs) on health-related quality of life (hrqol) and associated factors in patients with parkinson¿s disease (pd) are not clear. Preoperative hrqol and short-term postoperative changes in off-medication motor status may predict long-term hrqol in pd following stn-dbs. Reported events without patient identifiers: 1 patient with stn dbs for pd experienced a device-related infection during the postoperative period, which only required partial device removal; 2 patients with stn dbs for pd required removal of the entire dbs system because of device-related infections during the postoperative period; 1 patient with subthalamic nucleus (stn) deep brain stimulation for parkinson¿s disease (pd) experienced symptomatic intracranial hemorrhage, which resolved without sequelae; 1 patient with stn dbs for pd experienced symptomatic intracranial hemorrhage. The patient developed a psychiatric disorder (a personality disorder); 1 patient with subthalamic nucleus (stn) deep brain stimulation (dbs) for parkinson¿s disease (pd) suffered an impairing stroke; 6 patients with stn dbs for pd who were followed-up to five years and were cognitively normal at baseline developed mild dementia (mmse scores between 24 and 18, no scores below 18) according to the mmse; 5 patients with stn dbs for pd who were followed-up to five years and were cognitively normal at baseline developed dementia according to mdrs-2; 2 patients with stn dbs for pd who were followed-up to five years and were cognitively normal at baseline developed dementia according to mdrs-2. These patients were noted to have severe cognitive impairment (scores of 93 and 95); 1 patient with stn dbs for pd showed general health deterioration, which was noted to be a severe complication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.